Event description:
It was reported that during an anus praeternaturalis procedure, an error sound occurred and the device locked out. The blade broke during cleaning. Another device was used to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.